Event description:
During a revision surgery performed at the patient's request, the polyaxial open screwdriver bent and necessitated removing the hardware by cutting the rods. The malfunction of the driver contributed to a 40 minute extension of surgery.

Manufacturer narrative:
Device is an instrument and is not implantable. Investigation pending.